Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was fractured. The rv lead was cut, partially explanted, and the remaining portion of the lead was capped. No patient complications have been reported as a result of this event.